Event description:
It was reported that the infusion bag appeared completely full, despite the pump having been restarted. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1526863-2025-00149-00. The date of that submission was 26-nov-2025. Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a separated upstream occlusion seal. A functional test was performed and the reported issue of under delivery was not confirmed; however, an over delivery was confirmed. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis. Functional testing was performed, and the accuracy test failed for over-delivery, confirming the reported issue. During investigation, the camshaft was identified as the cause of the inaccurate delivery and was replaced. This complaint is confirmed for inaccurate delivery. A service history review found no indication that the complaint was related to servicing of the device within the review period.